Event description:
The customer reported that the alarm has no power when tested with new batteries all of the same brand and with new sensors. There was no visible damage detected to the alarm case. This was discovered prior to use on a patient. Inspection of the returned product found that there is battery acid in the battery compartment and the rj-11 pins are corroded.

Manufacturer narrative:
(B)(4), results: evaluation of product found that there is corrosion and battery acid leakage inside the battery compartment. The rj-11 pins are corroded. The alarm has no power when using new batteries. The alarm case is damaged near the battery compartment. Note: the instructions for use has a warning statement: do not mix old and new batteries or battery brands. This may cause rupture or leakage and damage alarm. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove door; it does not separate from unit. (B)(4).